Event description:
Boston scientific crm received information that due to high pacing impedances, the ventricular lead safety switch triggered. The device was reset and impedances were normal as well as all other measurements. Two days later we received new information that the lead was explanted and replaced. Intermittent impedances of greater than 2500 ohms was noted. A new ventricular lead was successfully implanted.

Manufacturer narrative:
The lead was discarded at the hospital and will not be returned. Since the lead will not be analyzed, the clinical observations cannot be confirmed. Five months later this lead was returned to boston scientific crm for analysis. When additional information becomes available, this event will be updated.

Event description:
Five months later, the lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned and thoroughly analyzed. Setscrew marks were noted on both the terminal pin and ring. The outer insulation was damaged through at 11.8cm from the terminal pin, however the conductor coils were not exposed. This damage was being attributed from lead on pacemaker casing contact. Dried blood had infiltrated throughout the lead lumen and most likely entered through where the insulation damage was observed. Resistance and hipot testing were then performed, verifying the lead's electrical performance and inner insulation integrity. Laboratory analysis was unable to confirm the allegation of high impedance measurements because resistance testing confirmed the conductive paths were in specification.